Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The laboratory result was 1.99 inr and at 17:29 the meter result was 1.4 inr. The laboratory and meter results were obtained within 7 hours of each other. The customer's therapeutic range is 1.8 - 2.5 inr. For the data that was a reportable malfunction, there was no adverse event. The customer's current condition was provided as "good." The customer had not cleaned the meter's heater plate recently. The heater plate had blood on it. The customer stated that they had to squeeze their finger excessively to obtain a big enough blood drop. The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, and no new illnesses. The customer's coumadin dosage was adjusted on (B)(6) 2019. The customer was recently prescribed protonix and had recently had a change in their diet. The customer's meter and test strip were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.